Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise in bipolar and unipolar configuration. The noise was reproducible with arm manipulation. The device was reprogrammed and the lead remained implanted. The patient would be monitored.